Event description:
It was reported that the insulin pump had an error alarm, and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. It was stated that the piston continue moving forward after the reservoir makes contact and insulin squirted out, followed by the error alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm, and the device was unable to prime as a result of a loose drive support disk.